Manufacturer narrative:
(B)(4). It was reported the peritonitis was diagnosed on an unknown date the ¿week prior to (B)(6) 2014¿. The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, nausea and vomiting. The same day as hospitalization the patient began treatment with intraperitoneal (ip) vancomycin 2 grams, two times a week for 4 weeks (ongoing) and ip fortaz 4 grams, two times a week for 4 weeks (ongoing). The cause of the peritonitis was reported to be due to the patient missing a step and not paying attention; however, this could not be clinically confirmed by the peritoneal dialysis registered nurse (pdrn). It was reported dianeal therapies were ongoing. The patient was discharged one day after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.